Event description:
It was reported that the vns patient¿s device could not be interrogated. Attempts for additional relevant information will be made.

Event description:
It was reported that the failure to interrogate the patient¿s generator was due to the physician¿s wand battery being dead. The issue has been resolved.